Event description:
It was reported that pump was not charging even though customer used tandem charging cable and wall adapter and saw power source alert in pump history, and pump still did not begin charging after staying connected to a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before new supplies arrived, technical support arranged shipment of replacement charging cable and wall adapter with follow-up, and during follow-up customer confirmed that charging was working properly and no pump or consumable replacement was needed.